Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004, 419678 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds and an increase in pacing impedances. A possible lead fracture was suspected. The lead was reprogrammed until the revision procedure. At the lead revision procedure several days later, the rv lead was cut, capped and replaced. No patient complications have been reported as a result of this event.